Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device's internal battery was replaced to address the issues.